Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. D9: additional information. G1: correction. H2: additional information, device evaluation, correction. H3: additional information. H6: additional information. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: >182 cfu/100 ml. Bacterial identification: aero.ic revivifiable microorganism 30°c. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: >80 cfu/100 ml. Bacterial identification: aerobic colony count 30°c. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 3 cfu/100 ml. Bacterial identification: aerobic revivifiable microorganism 30°c. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: >154 cfu/100 ml. Bacterial identification: aerobic revivifiable microorganism 30°c. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: >80 cfu/100 ml. Bacterial identification: aerobic colony count 30°c. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 41 cfu/100 ml. Bacterial identification: aerobic revivifiable microorganism 30°c. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 19 cfu/100 ml. Bacterial identification: aerobic colony count 30°c. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: >160 cfu/100 ml. Bacterial identification: aerobic revivifiable microorganism 30°c. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: >80 cfu/100 ml. Bacterial identification: aerobic colony count 30°c. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.